Event description:
It was reported a patient experienced peritonitis manifested by diarrhea, abdominal pain, and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized three days after the event. Treatment and cause of the event was unknown. The patient was recovering at the time of this report. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13e20093 was performed with no issues noted during the manufacturing process. An exception was noted for the batch but does not indicate any issues related to the complaint. A review of all batch record documents for potentially associated lot numbers h13c28026 and h13e12017 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).